Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 2 years after the dental implant was installed in intraoral region #3, its loss of osseointegration was observed. Thirty (30 ) ncm of primary stability was achieved and the implant was installed without immediately load.